Event description:
It was reported that the syringe 3ml ll 23ga 1in mx bun experienced a molding defects with short shots on the barrel. Product defect was noted prior to use. The following information was provided by the initial reporter: syringe body (tube) with material deformity. To this customer we sell the product to pack radiopharmaceuticals. Information received by email on 8/20/2019: the incident was noticed before the use. There was no damage to the patient/health professional.

Manufacturer narrative:
H.6. Investigation summary: the customer sent a physical sample, however the sample is not available in the plant since it was lost during the shipment, so the evaluation of the reported defect cannot be performed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll 23ga 1in mx bun experienced a molding defects with short shots on the barrel. Product defect was noted prior to use. The following information was provided by the initial reporter: syringe body (tube) with material deformity. To this customer we sell the product to pack radiopharmaceuticals. Information received by email on 8/20/2019: the incident was noticed before the use. There was no damage to the patient/health professional.